Event description:
One discordant, falsely elevated troponin result was obtained on an advia centaur xp instrument. The patient was sent to the hospital for further testing, where two additional samples were run and resulted lower. The hospital informed the laboratory that the initial result had been discordant. The initial sample was then rerun and resulted lower. The patient underwent a stress electrocardiogram as a precaution. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse proactively replaced the wash guides, aspirate probes, check valves, and the tube to the sample probe and transducer printed circuit board. The fse also adjusted the aspirate probe positions. The fse then ran calibration and quality controls, all of which were within range. The instrument is performing according to specifications. No further evaluation of this device is required.